Event description:
It was reported that acute thrombosis occurred. The occluded target lesion was located in the coronary artery. A 3.00 x 38mm promus element plus drug-eluting stent (des) was advanced and deployed for treatment. The procedure was completed and the patient status was stable. Post procedure, the patient had acute thrombosis. No further patient complications nor injuries reported. It was further reported that the patient was given 100mg aspirin enteric-coated tablets oral and 75mg clopidogrel oral antithrombotic. The patient's angiography showed subtotal occlusion in proximal and middle of left anterior descending artery (lad) and extended to the first diagonal branch, the total occlusion in middle and distal of lad. The proximal and middle of left circumflex artery (lcx) with 70-80% stenosis, the vascular dissection with subtotal occlusion is seen at the middle and distal of lcx. A 2.50x32mm promus element plus des was placed in the lad, and a 3.00x28mm non-bsc stent and a 3.00x32mm promus element plus des were placed in the lcx. Reexamination with angiography showed the stents were released well and adhered to the vascular wall, no tear or dissection was observed in endarterium. Distal timi flow was 3. Three days later, the patient had sudden chest, back and neck pain. The patient was given aspirin and ticagrelor. The angiography showed the stent thrombosis was noted in lad, the proximal segment with total occlusion. Also, the stent thrombosis was noted in lcx, the middle and distal segment with total occlusion. The patient was discharged on aspirin, ticagrelor and small molecular heparin and did not have diabetes or other diseases that could easily lead to thrombus.